Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented for a generator replacement. During the procedure, it was noted that the pacemaker had migrated inside the pocket and the right atrial lead was damaged. The right atrial lead also exhibited high impedance, loss of capture and loss of sensing. It was noted that in previous follow-ups, the electrical parameters of the lead were normal. The lead was capped and replaced on (B)(6) 2020. The pacemaker was replaced and the procedure was completed. The patient was in stable condition.